Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm. The customer cleared the alarm and resumed insulin delivery. The customer's blood glucose (bg) was level was 75 mg/dl and with a correction, has since returned to target level. The customer had thought that the blood glucose level was entered before bedtime, however, the pump history showed that this was not done.